Event description:
Patient called to report an adverse event from a freestyle libre 3 sensor. On (B)(6) 2024 she noticed 3 small blisters around the sensor. A couple hours passed by the blisters got bigger, were filled with fluid and she noticed "a big red ring around the blister". She went to urgent care thinking it was an allergic reaction but the physician informed her that is was not an allergic reaction it was a chemical burn. The patient had an infection and was prescribed silver sulfadiazine cream to apply twice a day for ten days and sulfamethoxazole-trimethoprim take one tablet twice a day for ten days. She did inform the manufacturer on march 12, 2024 of the adverse event.